Manufacturer narrative:
The ge service reps found the problem was sbc related. He spoke to the customer and they have elected not to pursue further service on mini c-arm. Case closed.

Event description:
The customer reported the system intermittently does not boot up. No pt injury was reported.